Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a film / deposit was noted after implantation on the anterior surface of lens. The presence of a narrow band running from one haptic to the other was noted on the posterior surface of the implant once the implant was injected. This strip of material was sticky and very difficult to remove. Once removed, the surface of the implant was intact. Additional information has been requested.